Manufacturer narrative:
The customer was not wearing personal protective equipment when the splash occurred. The dimension exl 200 operator's guide contains the following warning: "the cuvettes and the contents of the cuvettes may present a biohazard or chemical hazard. Follow standard laboratory procedures for protection from biohazards and chemicals when performing maintenance and troubleshooting procedures". The operator was performing daily maintenance, that included the removal of instrument spent cuvettes. The instrument is performing according to specifications. No further evaluation of the instrument is required.

Event description:
An operator of an dimension exl 200 splashed cuvette contents in her eye. The operator was not wearing personal protective equipment (ppe) during the time of the event. The instrument operator flushed out her eye with water for 10 minutes in the lab's eyewash station. The operator was checked by a physician, who found no problems. No medical treatment was required and there were no reports of harm to the operator due to the cuvette contents being splashed in her eye.